Event description:
Boston scientific received information that the patient was noted to have sever cardiomyopathy and underwent a mitral valve replacement procedure. During the mitral valve replacement surgery the existing rv lead was noted to have perforated the tricuspid valve. At that time both the right atrial (ra) and rv leads were surgically abandoned at the superior vena cava (svc). Subsequently the patient underwent a laser lead extraction and a device replacement procedure. During the procedure the ra lead was extracted without incident, however the rv lead was not able to be extracted and was retained in the svc. The explanted portion of the lead will not be returned for analysis. When implanting the new system, a new rv lead was attempted but was unable to be implanted due to a stenosis svc. Another lead was successfully implanted. When the physician performed defibrillation threshold (dft) testing the device detected the ventricular fibrillation (vf) and charged without issues, however at 21j and 31j the device did not convert the induced arrhythmia. Two external shocks were given and also failed to convert the induced arrhythmia. Cardiopulmonary resuscitation was administered and five additional 41j external shocks were given. The patient finally converted after a 200j external shock. All internal shocks were delivered in triad configuration in initial polarity. The physician suspected possible shunting of shock via the retained svc coil from the surgically abandoned rv lead. Further testing was performed the following day. They were able to achieve successful conversion when the polarity was changed from single coil configuration to reversed polarity and the patient's dose of amiodorone was changed. The patient stayed in the hospital one extra week and then was released home with no further complications. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.